Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found to be clogging the nozzle, the following events were also found: damage to the distal end, the light guide cover lens was cracked, the image guide cover glasses were scratched, the adhesive on the bending section cover was porous, the bending tube was deformed, the connecting tube was scratched, the scope cover and body were both scratched, the paint on the air/water nut was peeling off, the paint on the suction cylinder nut was peeling off, the universal cord was scratched, the diopter ring was scratched, the ring was scratched, the lens was humid, the cover glass was scratched, the right/left-up/down knob had angulation play and was less than specified value, the up/down knob was broken as there was no brake engagement during angulation, there were fiber breakings on the image guide bundle, and there was a problem with the sunction function (26,7 kpa) to specify suction flow (ml/min; 550). Regarding the clogging of the nozzle, this impacted the component¿s water flow, air/water function and static. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the working channel was blocked on the gastrointestinal fiberscope. The issue occurred during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.